Manufacturer narrative:
Device evaluation summary twisting was observed on the graft cover 21.8 ¿ 23.8cm from the tip. The taper tip was slightly curved. There was no further damage observed to the device. The reported positioning difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which confirmed that the bend noted on the delivery system ((B)(4)) was not present before the device was inserted into the patient. The delivery system became kinked due to the patient's tortuous anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic dissection.   It was reported that during the index procedure, the physician attempted to deploy the first valiant captivia device (vamf3636c200te), but it would not open due to the acute angle of the aorta and could not be deployed. The physician then attempted to deploy a second valiant captivia (vamf3434c200te), however it could not cross the aortic arch over a lq wire. The delivery system was also noted to have been bent during the attempted delivery. Per the physician, the cause of the event was anatomy related, due to the tortuous patient anatomy and small true lumen. The patient had a complex type b dissection with angulated anatomy.   No additional clinical sequelae were reported and the patient is fine.